Manufacturer narrative:
One (1) imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation. The unknown screw was not returned. Visual evaluation of the as returned product identified the implant with signs of use, apparent bone / tissue attached to external threads. Some damage identified on the external threads likely from the removal process. Implant matched print specifications where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii), inadequate oral hygiene. The reported implant was located on tooth # 30 (universal) and was used for approximately 8 months. The length of the unknown screw usage is unknown. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1248466). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown screw) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (1248466) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, implant malfunction did not occur, and the reported event (peri-implantitis) was non-verifiable with the information provided. Additionally, screw malfunction and the reported event (loosening) could not be verified since the screw was not returned. The following sections have been updated: h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight: unknown / not provided. Brand name: unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number: unknown / not provided. Device manufacturer date: unknown / not provided.

Event description:
It was reported that the abutment screw was loosened.